Event description:
During the procedure, a piece of the arm and the teflon pad detached from the distal tip of the device. It was retrieved from the pt. No injury to the pt or adverse event was reported.

Manufacturer narrative:
Visual examination of the used device revealed that a piece of the articulating arm and teflon pad were detached from the distal end of the device. The blade had deep gouges located in the area where the piece of the arm is missing. The deep gouges are along the length of the scalpel blade. Due to the nature of the gouges, it is likely that the device made contact with a hard object. Evidence supports the most likely cause for this event is mishandling/misuse.